Event description:
It was reported that when attempting to perform the user test, the device would immediately reboot itself. All the other functions were functioning properly. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The system controller and the user interface pcb assemblies were replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.